Event description:
The patient was believed to have expired from natural causes. He was last seen in the clinic in 2008. The physician noted that the cause of death was unrelated to the implanted system.